Event description:
A physician performed a procedure on a patient on (B)(6) 2025. At a follow-up ultrasound approximately six months later, the physician observed that the stent appeared to be completely occluded. The patient remained asymptomatic at the time of evaluation. Additional information was reported that the patient was a white, non-hispanic male aged 50-59 with a bmi of 25-29.9, asymptomatic, with a history of hypertension. The carotid stenting procedure was elective. Pre-procedure antiplatelet and statin therapy were reported, with medication loading of aspirin/p2y12 inhibitor and statin. One atherosclerotic ica lesion with 51-99% circumferential calcification was treated with one stent using distal embolic protection and heparin. Occlusion was reported perioperatively. The patient was discharged and remained on antiplatelet, statin, and chronic anticoagulant therapy. Physician confirmed no further intervention will be followed as there is enough pre-existing collateral circulation to remain fully perfused, and the patient was fully compliant with the dapt regimen prescribed.